Event description:
Related manufacturer report number: 3006705815-2021-01790. It was reported that the patient was experiencing ineffective stimulation issues after sustaining a fall. The patient began experiencing a shocking sensation and auto reducing. Diagnostic testing indicated that one of the implanted leads had high impedance. As result, the lead with high impedances was explanted and replaced. Effective therapy was established post-operative. Both leads are being reported as it is unknown which leads had high impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.